Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
It was reported that a patient received a left total knee arthroplasty. The patient was revised due to aseptic loosening. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00929, 1038671-2017-00930 and 1038671-2017-00933.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to aseptic loosening.